Event description:
A report was received that a patient will undergo a revision to replace the leads with a paddle lead. No further information is available at this time.

Event description:
A report was received that a patient will undergo a revision to replace the leads with a paddle lead. No further information is available at this time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient's epidural space is wide and leads migrated. The patient's leads were explanted and a paddle lead was implanted. The patient is reportedly doing well following the procedure. Explanted leads will not be returned to bsn as they were discarded by medical facility.